Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. The customer declined to complete the documentation, and no additional information regarding corrective actions was received.